Manufacturer narrative:
Concomitant product: product ID 4351-35, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
The consumer reported that the patient's lead had ruptured their skin and there was erosion. There was no sign of infection or any symptoms. The lead was migrating out through the skin and out of the body. The patient had no falls or trauma. The patient did have a supplemental feeding tube in through their stomach. No interventions were taken to resolve the issue. The indication for use for this patient was gastric stimulation. No interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.